Manufacturer narrative:
(B)(4). The date of onset of the peritonitis event was on an unreported date in (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was not reported. It was not reported if the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with unspecified antibiotics (intraperitoneally, dosage, duration and frequency not reported) for peritonitis. The outcome of the peritonitis event was not reported. The action taken with pd therapy was not reported. No additional information is available at this time.